Event description:
It was reported that during an open sigmoid colon resection procedure, the device was fired and nothing unusual was noticed during firing. A leak test was done and large bubbles were seen. The tissue being worked on was sigmoid colon tissue and was reported to be pink and healthy. When the staple line was examined it appeared that there were no staples on the posterior side. The proximal donut was complete while the distal donut was not; it was only 1/3 complete. No buttressing material was used. The patient was given a colostomy; this was not planned as part of the procedure. The patient was reported to be stable following the procedure. It is unknown when the anastomosis will be reassessed.

Manufacturer narrative:
(B)(4). The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
A patient reported blood glucose results of ¿180 mg/dl¿ and ¿59 mg/dl¿ with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.